Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of sinus infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional was injected with 1.8cc of juvéderm® voluma¿ xc into the cheeks and 0.2cc into the chin. Patient was also injected with 0.5cc juvéderm® volbella¿ xc in the lips. Patient also received botox (19u in glabella and 10u in frontalis). 2 weeks later patient was satisfied with results. About 4 months after these injections, patient had an onset of a sinus infection (not device related) including "yellow mucous discharge from nasal passage and sinus pressure". Patient did not seek medical treatment and took tylenol for the pain. About a week after the sinus infection onset, patient experienced swelling of the lips "with soreness, palpable and painful nodules". Patient was directed to take antihistime daily as treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00434 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.